Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The current blood glucose value is 90 mg/dl. The current sensor glucose value is 40. Customer stated issue happened before with about 3 sensors and sensors normally inserted in buttocks. Customer was advised to calibrates before meals if stables and then after dinner.